Event description:
It was reported that thrombus occurred. An ekosonic catheter was selected for use to treat a thrombus located in the superficial femoral artery (sfa). The underlying medical condition of the patient was subacute on thrombus. Heparin was given at 12mg/hr and lytic at 1 mg/hr over the course of 24 hours. During treatment of the thrombus with the ekosonic catheter, the clot was not cleared up, and it increased in severity while the catheter was in place. The physician observed that the pulse was lost in the foot. The increase in thrombus was attributed to a catheter malfunction by the physician. The procedure was then completed the following day with a cdt catheter. There were no further patient complications.